Manufacturer narrative:
One device was received for evaluation. A review of the event history log found a 'latch closed' and a 'cassette not attached properly' alarm. Functional testing was able to duplicate. It was determined that the contamination on the main board and the downstream occlusion sensor was the root cause. The main board and the downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported 'cassette n/a'. The device evaluation revealed that the device exhibited a 'high alarm displayed: cassette not attached properly' message. There was unknown patient involvement.